Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had screen difficult to see when it was warm and it was noisy when rewinding. The customer¿s blood glucose was 140 mg/dl, 178 mg/dl and sensor glucose value was 85 mg/dl, 83 mg/dl and it dropped to 78 mg/dl. Customer stated that sound louder when rewinding and screen randomly turn dark when it was against her skin. Customer stated that sensor had low sensor glucose and threshold suspend that was not accurate. The customer was declined to troubleshooting. The device will not be returned for analysis.